Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The received device was visually inspected, revealing that the reamer is broken into two fragments at the end of the flexible section near the weld. The deformation at the cutting edges is severe, with many pits indicating material has been chipped out of the position. The deformation suggests abnormal handling of the device. The breakage appears brittle, as there is no visible plastic deformation; it was likely caused by high torsional force applied to the deformed cutting edges. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation root cause can be attributed to user related as the deformation on the cutting flutes is heavy, causing the application of high force. If more information is provided, the case will be reassessed.

Event description:
As reported: "the shaft broke during medullary canal reaming. It was used correctly and there was no reverse rotation."